Event description:
It was reported that the patient never recovered after implantation and passed away due to multiorgan failure.

Manufacturer narrative:
A2, a4: patient age and weight not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The patient¿s outcome was reportedly not considered to be device or therapy related and the device operated as intended. It was reported that an autopsy was not performed, and that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU) is currently available. This document outlines potential adverse events, including multiple types of organ failures/dysfunctions and death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.